Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited tones with a system interrogation illustrating a battery depletion error code. Technical services was contacted for recommendations and indicated the fault code may have been inappropriately triggered due to multiple magnet applications, however a data review would be needed to confirm. The field representative stated the patient was non compliant and may not agree to return for additional system reviews; the beeping was turned off during the follow-up visit. No adverse effects were reported and no system changes were performed. Additionally, the patient was further instructed to set up their home monitoring system.